Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient was no longer feeling stimulation. Lead diagnostics revealed multiple high and low impedances. An x-ray was taken and showed the leads have become disconnected from the dual extension. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2015-26724 and 1627487-2015-26725. Follow up information identified the patient had an x-ray taken and showed the leads became disconnected from the extension. The patient underwent surgical intervention to remove and replace the leads and extension which resolved the issue. The lead and extension have been added as device #2 and #3.